Manufacturer narrative:
The integrated electrosurgical unit (iesu). Was returned for failure analysis and the reported failure was confirmed and replicated. During the power-on test and iesu cautery activation, the iesu defect led to c-34 error. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the nurse reported that they were unable to use the monopolar instrument on the integrated electrosurgical unit (iesu) erbe generator when they tried to activate energy. Error code c-34 was displayed on the erbe generator. The customer received phone assistance from the technical support engineer (tse). Tse verified power connectivity and confirmed no issue. Troubleshooting was performed; however, the issue persisted. The user confirmed availability of another system. User swapped the erbe generator from the other system and installed it into the current system. This resolved the issue. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay greater than 30 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed a defective integrated electrosurgical unit (iesu) erbe generator and performed a replacement. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has not received the replaced erbe generator involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.